Event description:
It was reported that the patient took a serious fall in (B)(6) 2008 which resulted in experiencing immediate back and neck pain. The CT scan showed a broken left l5 screw and a loose right l5 screw. The whole construct was removed and surgery was completed successfully.

Manufacturer narrative:
Batch record review indicated that the device was manufactured to all applicable specifications and requirements.